Event description:
Event description guidant received information that, during an attempted implant, had an issue with the manitol coating over the helix. The manitol seemed to have melted much faster than normal. The lead became entrapped in the tricuspid valve and could not be removed. Multiple attempts were made trying to unscrew the lead.